Event description:
It was reported, during catheter placement, the seldinger guidewire exhibited abnormal behavior, preventing the catheter from advancing through. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty with insertion is inconclusive due to the state of the returned sample. One photograph of a 4.5 fr microintroducer with an inserted groshong nxt clearvue catheter and stylet was returned for evaluation. An initial visual observation of the photograph showed a 4.5 fr microintroducer with an inserted groshong nxt clearvue catheter and stylet. Due to the quality of the image, no damage on the microintroducer sheath, the catheter, or the stylet was observed. Blood residue was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.